Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a temporary drop in battery voltage. No intervention was performed. The patient was stable and asymptomatic.